Manufacturer narrative:
Method: device history review. Results: after review of the device history record, it has been determined that nothing in the manufacturing process contributed to the root cause of the complaint. Since all lenses are 100% inspected, it is unlikely that a lens with a torn/defective optic would have passed through the final inspection unnoticed. Based on the above investigation and complaint information, the most likely root cause would be due to mishandling of the lens at the facility. Conclusion: unable to confirm. Based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the complaint. (B)(4).

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product showed a piece of a haptic was torn off and missing and there was a clear surgical residue on the lens. Conclusion - based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. (B)(4).

Event description:
It was reported that when the aa4204vl silicone plate lens was removed from its packaging a chunk of it was missing and deemed defective. Lens was not used.